Manufacturer narrative:
The reported problem of "the customer experienced difficulty while advancing the solex 7 (lot #172347)" was confirmed during the visual and functional testing of the returned catheter. A kink on the shaft was observed in the middle of the serpentine balloon (4 cm away from the catheter tip). The exact timing and cause of the kink on the catheter cannot be determined, but user handling or insertion of the catheter could not be ruled out. Visual inspection was performed and found the catheter shaft was kinked in the middle of the serpentine balloon (4 cm away from the catheter tip). No other physical damage was observed on the catheter. Observed blood residues on the serpentine balloons. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi without any issues. No leak was found during testing. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the catheter tip, the guidewire got stuck at 4 cm away from the catheter tip due to the kink on the shaft, thus confirming the reported problem. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the solex catheter with lot number 172347.

Event description:
During the solex 7 (lot # 172347) catheter placement for an ivtm therapy, the customer experienced difficulty while advancing the catheter. Per the nursing staff, the physician did not use an introducer during the catheter placement. A second catheter was successfully placed in the same location to continue ivtm therapy. No consequences or impact to patient.